Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging/removal from the tray inadvertent mishandling resulted in the noted kinked stent sheath causing the stent to slightly pull out of the sheath and inadvertently prematurely expose the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the superficial femoral artery (sfa) with mild calcification and mild tortuosity. The 6x40mm absolute pro self-expanding stent system (sess) partially released but not flowered when the tip mandrel was removed. Therefore, the sess was replaced with another absolute pro sess to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.